Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was damaged and broken off. There was no adverse impact to csutomer's blood glucose. Reportedly, the customer reverted to an alternate form of insulin therapy.